Manufacturer narrative:
All fragments of the broken sensor have been retrieved, and the user is doing well. No further investigation was found necessary.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event when sensor was fragmented into two pieces during the removal and only half portion of the sensor was removed.